Manufacturer narrative:
Two days after the adverse event occurred, the patient seemed off and performed a head CT, showing a stroke had occurred with a small ischemic area in the right hemisphere. As of 11/25/2020, patient is awake and moves all extremities, but right arm show some weakness in the movement. The clinicians were retrained at this site.

Event description:
Berlin heart was informed by the site on 11/23/2020 that a patient being supported with the excor pediatric vad system in the lvad had a cardiac arrest following a pump change. The cardiac arrest occurred when the pump was placed on backwards when connected. Two minutes after the pump was connected backwards, the patient became pulseless. The patient was resuscitated for approximately 24 minutes. During the resuscitation, the patient was intubated and the pump was connected properly and circulation reoccurred. Thirty minutes later, the patient woke up and moved all extremities.